Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. The expected therapy time was 24 hours; however, after the medication delivery time was complete, it was observed that medication remained within the device and had not been delivered to the patient. This was observed during patient infusion. The device was filled with fluorouracil hs (ebewe) 5200mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, some potential causes for this report are: fill volume, temperature, viscosity of the medication, difference in height between the fill port and the distal end luer lock/flow restrictor and catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.